Event description:
It was reported that the ilet was damaged when the patient fell on it during recess, resulting in a screen issue and subsequent trouble using the device. Symptoms included no reported injury. Outcomes included replacement shipment with return of the original device. Investigation included customer interview and request to sync data prior to shutdown for assessment. Investigation of this case revealed physical damage consistent with external impact to the screen assembly, with functional impairment following the event. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage from an external impact.